Manufacturer narrative:
Internal complaint number: (B)(4). Results pending completion of device evaluation.

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The pump was subsequently explanted.

Manufacturer narrative:
(B)(4). Evaluation of the pump determined that the inlet and outlet required a pull open current that exceeded the specification.